Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg), following two cortisone shots. A high blood glucose (bg) of 260 mg/dl lasted for 4 hours after a meal, during which the user announced the meal late and then announced an additional ¿less than¿ meal, leading to insulin stacking and a subsequent low bg. The low reached the 60s mg/dl and was corrected with one glucose gummy. Blood glucose (bg) was corrected with ilet dosing for the high and glucose gummies for the low. The user's reported symptoms included blurry vision during the high bg event and shaking and sweating during the low bg event. No outside assistance or medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.